Event description:
Reporter alleged obtaining discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 155 mg/cl on the active system when testing was performed less than 10 mins apart. Reporter indicated that he was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.